Manufacturer narrative:
Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a company field representative called into technical services to inquire about doing a magnetic resonance imaging (MRI) scan on an implantable cardioverter defibrillator (ICD) that had triggered end of service (eos). The representative stated they were unable to program the device to surescan mode and the rep suspects early battery depletion of the ICD. It was indicated to the rep that an MRI was not advised and the device was eventually extracted and replaced. No patient complications have been reported as a result of this event.